Event description:
Reporter states, the pt tested 3.4 inr on the coaguchek xs system and 5.1 inr on a comparison lab. No treatment info reported. Requested return of suspect system, however, strips were not returned for evaluation.

Manufacturer narrative:
Event occurred in a foreign country.